Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements. It was noted that the last measured shock impedance value was 162 ohms, and the shock impedance has been greater than 140 ohms for greater than a year. Boston scientific technical services provided guidance to consider performing a maximum energy commanded shock test. The boston scientific field representative agreed and noted the patient will be in the clinic later that day for evaluation and discussion of performing a commanded shock test. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements. It was noted that the last measured shock impedance value was 162 ohms, and the shock impedance has been greater than 140 ohms for greater than a year. Boston scientific technical services (ts) provided guidance to consider performing a maximum energy commanded shock test. The boston scientific field representative agreed and noted the patient will be in the clinic later that day for evaluation and discussion of performing a commanded shock test. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead shock impedance measurement has risen to greater than 200 ohms, which is high out of range. It was noted that this patient was to have a left ventricular assist device (lvad) placed in two days. A review of rv lead shock impedance trend data indicated the first occurrence of a measurement value of greater than 200 ohms occurred approximately eight months ago, and the values have been in the 180 ohms to greater than 200 ohms range for the last approximately three months. The last delivered shock was noted to have occurred in 2015. It was a 31 joule shock with a corresponding shock impedance measurement of 36 ohms, which is within normal specification limits. Ts reviewed the recommendation to perform a maximum energy commanded shock test and provided guidance as to what is recommended if the associated shock impedance is greater than 125 ohms and any associated faults occur. Additional information provided by the boston scientific field representative indicates the cause of the high out of range rv lead shock impedances has not been determined, no additional testing has taken place and there are no adverse patient effects. The rv lead remains in-service. There are no patient symptoms or adverse patient effects.